Event description:
It was reported that the device had a force sensor error. There was no patient involvement, and no patient harm.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3, date of event: unknown. Hence the first date of reporter's awareness date was updated.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer reported that the pump had a force sensor error. Complaint confirmed by turning on the pump. It is verified that the force sensor error occurs during the self-test. The device is repaired by replacing the main board. Replaced the motor because travel coarse error occurred during the occlusion test. Referenced the documents: fa2310-01: 001130, 001147, 00114, fa2307-02: 001007, 001147, 001148. The pump is calibrated and greased and reset to standard configuration. The main cause of customers¿ complaints was the faulty main board. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.